Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed by the supplier, as the sample was not returned. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A doctor reported to baxter (B)(4) that a leakage of a pre filter pressure dome occurred immediately after connection of the patient. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.